Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. A blood patch was done, and the procedure was abandoned. Postoperatively, the patient indicated having a slight headache. Patient may be implanted at a later date.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.